Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant of the lead the analyzer had a threshold of 3.5v at 0.5ms and was programmed through the device to 5v at 0.1ms. It was also reported that the next day the threshold was slightly higher and overnight the patient's heart rate dropped to 30 bpm on two separate occasions. It was further reported that sleep or hysteresis was not programmed on and the lower rate was set to 50 bpm. It was also noted that there was no pacer spikes on the monitor. It was additionally reported that the patient was transported urgently to another facility where the lead was capped and replaced with a new lead and device removed and replaced with a new device. No patient complications have been reported as a result of this event.